Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to the start of a surgical procedure for a decompressive laminectomy, it was observed that the black nitrogen hose that is attached to the foot control device was coming apart where it joins the connection of the foot pedal. However, the foot pedal worked without any problems. There were no delays in the surgical procedure. A spare foot pedal was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: after multiple requests, the customer has not returned the device for evaluation; therefore, no evaluation could be performed and no conclusion could be drawn at this time. Since the product was not returned for evaluation, the reported complaint could not be confirmed and an assignable root cause could not be determined.